Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. Adverse events: urinary retention thought to result from overcorrection contigen implant occurred in approximately 9 percent of patients and generally was managed with clean intermittent catheterization. Urethritis and bladder outlet obstruction occurred in approximately 2 percent of treated patients, and less than 2 percent of male patients experienced balanitis. In the clinical evaluation, approximately 7 percent of patients treated experienced transient worsened incontinence (1-6 months), and approximately 3 percent of patients treated experienced worsened incontinence which did not improve during study participation. Slight discomfort and mild bleeding will probably occur at the injection site immediately following the injection procedure. In the clinical evaluation, approximately 2 percent of treated patients reported pain at the injection site or injection site injury. Transient gross hematuria may occur immediately following the injection procedure. In the clinical evaluation of contigen implant, postprocedure hematuria occurred in approximately 2 percent of treated patients. The patient should be told to report increasing discomfort or swelling to the physician. (B)(4).